Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive when attempting to deliver a quick bolus. Tandem technical support confirmed pump display came on when pump was plugged into a power source. Customer pressed the wake button with more force and button was "now working appropriately. Customer's blood glucose was 230 mg/dl.